Manufacturer narrative:
The device was received fully deployed. Inspection of the bottom housing and environmental seal found no damages indicating that the needle deployed into them. No damages or defects that would contribute to the improper insertion of the cannula were observed. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose above 30 mmol/l (540 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported the cannula being inserted an "unsual" way in the infusion site (arm). The patient also reported the cannula being angled. As treatment, a new pod was applied.